Manufacturer narrative:
G4:07oct2020. B4:28jan2021. Philips field service engineer (fse) was dispatched to the customer site and it was determined that the power management printed circuit board assembly (pm pcba) needed to be replaced to return the device to working condition. The fse replaced the pm pcba to resolve the reported issue. The device passed performance verification testing. G4:31dec2020 b4:28jan2021 the replaced pm pcba was returned to the failure investigation lab(fi). The pm pcba was installed into known good test ventilator and all test protocols were performed. The customer complaint was not verified. No failures occurred during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14oct2020.

Event description:
It was reported to philips that the device was unable to activate. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.